Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touch screen was cracked and the device became inoperable after it was accidentally struck and previously thrown onto a bed, resulting in physical damage to the display and loss of watertight integrity. Symptoms included no adverse clinical effects and blood glucose reported in range. Outcomes included the need for device replacement and temporary use of cgm via app or receiver while therapy was backed up. Investigation included review of customer-provided photos, product history review, and coordination for device return. Investigation of this device revealed physical damage to the touchscreen consistent with user-induced impact, rendering the device nonfunctional and non-watertight. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.